Manufacturer narrative:
(B)(4). Product was received for analysis 5/27/2015, but analysis is still pending. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the re-sheathing tool of the 1st complaint deltamaxx coil (cdx180312-30 /c30606) became damaged when pulling back the proximal part of the introducer sheath to unlock. The physician nevertheless introduced the coil to the target vessel, but the microcoil was ¿too stiff¿ to be properly looped to embolise the vessel. The physician decided to re-sheath the coil, but since the re-sheathing tool was damaged, the deltamaxx could not be re-sheathed. It was replaced with another coil of the same size, which was successfully implanted. The 2nd complaint deltamaxx (cdx180312-30 /c32325) was then used to embolize the different vessel, but because it was over-sized to fully implant the coil into the vessel, it was decided to recover the coil. However, when the physician pulled back the re-sheathing tool to re-sheath the deltamaxx, it was re-sheathed with the pre-score part ¿still open¿. The physician tried to pull back the dpu to re-sheath properly, but unable to do so. It was replaced with another coil, which was successfully implanted. The procedure was completed without causing further issues. There were no patient injury/complications. The physician voiced the concern that the both introducer sheath and the re-sheathing tool of the micrus coils were found to be too fragile to use. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. The complained products will be returned for analysis. The procedure was the basilar artery embolization. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. An excelsior (stryker, type unknown) and an enpower dcb / cable (lots unknown) were used for this procedure.

Manufacturer narrative:
It was reported that the re-sheathing tool of the 1st complaint deltamaxx coil (cdx180312-30 /c30606) became damaged when pulling back the proximal part of the introducer sheath to unlock. The physician nevertheless introduced the coil to the target vessel, but the microcoil was ¿too stiff¿ to be properly looped to embolise the vessel. The physician decided to re-sheath the coil, but since the re-sheathing tool was damaged, the deltamaxx could not be re-sheathed. It was replaced with another coil of the same size, which was successfully implanted. The 2nd complaint deltamaxx (cdx180312-30 /c32325) was then used to embolize the different vessel, but because it was over-sized to fully implant the coil into the vessel, it was decided to recover the coil. However, when the physician pulled back the re-sheathing tool to re-sheath the deltamaxx, it was re-sheathed with the pre-score part ¿still open¿. The physician tried to pull back the dpu to re-sheath properly, but unable to do so. It was replaced with another coil, which was successfully implanted. The procedure was completed without causing further issues. There were no patient injury/complications. The physician voiced the concern that the both introducer sheath and the re-sheathing tool of the micrus coils were found to be too fragile to use. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. The complained products will be returned for analysis. The procedure was the bae. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. An excelsior (stryker, type unknown) and an enpower dcb / cable (lots unknown) were used for this procedure. The coil was returned undamaged. The resheathing tool was returned severed into two pieces. Note that the core wire was kinked at the section where the resheathing tool was found. Located 10.0 and 12.6 centimeters off the proximal end are two kinks to the core wire. The circumstances of how and when the core wire received its unreported damage cannot be determined. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The circumstances of how and when the resheathing tool received its unreported fracture cannot be determined. Located at the protrusion site is mechanical sheath damage caused by the resheathing tool that resulted in an opened skive. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed, since the device positioning unit was returned kinked, but he cause of the cause of the kink cannot be determined. It is possible that procedural factor or handling may have contributed to the event. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that this device was not associated with a reportable event and it was accidentally reported under this MDR# 2954740-2015-00123, however the correct product was reported under MDR# 2954740-2015-00139. All the information recorded under this MDR #2954740-2015-00123 was correctly reported on time, but in the incorrect product.